Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the certificates were invalid and unsupported following the update. A technical support specialist (tss) received a callback from the customer reporting users were unable to access the server due to an outdated ssl certificate issue, escalated for reassignment, and coordinated follow ups. After updating and verifying the certificate configuration to sha-256, performed remote access checks, confirmed the pes site was accessible without errors, attempted customer contact, and sent follow up communication. Issue was verified as resolved and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had certificates were invalid and unsupported following the update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.